Event description:
It was reported that after opening up a package of drape (part number 1-0425, patient drapes, lingeman urology / gyn drapes), staff from medline confirmed that the patient had a severe allergic reaction and that swelling had occurred because the patient had sensitivity to natural rubber latex. No further patient injuries or treatment were reported.

Manufacturer narrative:
The disposable drape, part number 1-0425, was not returned; therefore, no direct device analysis is available. The review confirmed the device met all specifications and the materials do not contain natural rubber latex. Since no device was returned for analysis and no treatment records were provided to the patient, it is not possible to determine the root cause for the event.